Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) as it was tilted. The patient underwent an ipg replacement procedure. During the procedure, the physician accidentally damaged one of the spinal cord stimulation (scs) lead while removing the old ipg from the pocket. The lead was replaced as well. The patient is doing well postoperatively, and all explanted devices will not be returned per facility policy.